Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
It was reported that the patient experienced a pericardial effusion. It was also noted that the catheter tip had fractured which could have contributed to the effusion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).